Event description:
It was reported that the fenestrated bipolar forceps instrument cable broke during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was not broken, the pitch cable was found frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis also observed that there were scratches on the surface of the distal pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the main tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.